Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual inspection it was noted that one of the devices are disassembled from the driver. The second device was disassembled from the tip of the driver. One side of the anchor of one of the devices is frayed. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation. Complaint is confirmed based on the damage to the anchor.

Event description:
On 3/28/2022, it was reported by a sales representative via phone that (2) ar-3638 knotless fibetaks did not deploy correctly in the patient's glenoid. The surgeon opened another ar-3638 knotless fibetak from a different lot number and case was completed successfully without further issues. This was discovered during a labral repair on (B)(6) 2022.